Event description:
The staple is jamming.

Manufacturer narrative:
Qn #(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the stapler appeared used as there was biological material present on the device. The device was returned with its trigger partially engaged. The staples appear to be properly aligned. The stapler was returned with 17 staples left in the cartridge indicating that at least 18 staples have been fired by the end user. In order to complete functional inspection, the trigger cycle was completed by applying hand pressure to the trigger. Upon full engagement of the trigger, the first staple was partially formed. Another attempt was made with the same result. The device was disassembled and it was found that the cover block was partially detached from the trigger. The cover block was manually reattached to the trigger and the stapler was reassembled. The next 3 staples were able to properly form and release. To simulate insertion into the skin, the next 5 staples were fired into a skin pad. All remaining staples were able to properly form and release. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the cover block became partially detached from the trigger. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "misfire/jamming- info not provided" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the stapler from consistently being able to function properly. Once the cover block was reattached to the trigger, the device functioned properly with all remaining staples forming and releasing from the device. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Therefore, the root cause of this complaint could not be determined.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73k1900481 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming.